Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. During the procedure the physician was not able to remove the leads from the old ipg which resulted to a cancelled procedure.